Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting health. No clinical signs, symptoms or conditions. No health consequences or impact. Failure to disconnect. Access port. Testing of actual/suspected device. Maintenance problem identified. Unintended use error caused or contributed to event.

Event description:
Pentax received a complaint on (B)(4) 2021 of "brush stuck/broken in channel" involving the pentax medical radial ultrasound video gastroscope model eg-3670urk, serial number (B)(4). The user also reported the event occurred during reprocessing. No patient involvement. Multiple good faith efforts attempts have been performed (07-jan-2021, 12-jan-2021, 15-jan-2021) to gather additional event details and to identify the manufacturer, model and lot number of the broken brush. The customer owned endoscope was received by pentax medical for evaluation on 08-jan-2021. During evaluation of the endoscope under service order 3130910, the pentax medical service repair technician found the " accessory stuck in primary operation channel" confirming the customer's complaint and documenting the following additional findings on 11-jan-2021: fluid invasion in ultrasound connector, left light carrying bundle distal cover glass cracked, passed wet leak test, passed dry leak test, corroded ultrasound connector body, ultrasound connector casing mild discoloration, ultrasound image has broken channel, biopsy insulation ring deformed. The device underwent repairs including the following components: pentax medical model eg-3670urk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 19-aug-2015. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 28-jan-2021 under delivery order 82136325.